Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was that the lid reed relay was shorted in the closed position. This caused the device to act as if the lid was in the closed position, not allowing the device to sound voice prompts for use. The customer received a replacement device.

Event description:
The customer reported to physio-control that their device does not have voice prompts. Without audible voice prompts, the device user would not be able to effectively use the device. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.